Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the low battery warnings go off repeatedly after initial alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had failed battery test in past, more frequent no delivery alarms, rewind more than once, motor errors a few months ago and resolved by rewinding and started new infusion set and reservoir. The insulin pump will not be returned for analysis.